Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens implant procedure, the surgeon observed deviation in iol power and the lens was exchanged in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cut in half. Scratches are observed along with marks that are consistent with a surgical instrument used to grasp the lens. A power and resolution inspection could not be conducted due to extensive damage. Associated products were not provided. It is unknown if qualified products were used. The root cause for the reported events could not be determined. Follow up attempts were made for replacement lens information. No other information was received. The manufacturer internal reference number is: (B)(4).